Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an esophagectomy procedure, there was scissoring during the third and fourth firing. There were no adverse consequences to the patient. Took another device to complete the case.